Event description:
It was reported to medtronic minimed that the customer experienced damage. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was performed. Customer reported physical damage on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer discontinued using the device. Mmt-1712k was requested and it was returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. On jan 17, 2025, a customer called with the following concern: cracked on the back of the pump. Test p-cap and reservoir locked properly into the reservoir compartment during testing. Pump received with blank display. After multiple new batteries and battery caps the unit remained on blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Swapping out test boards confirms blank display is isolated to pcba2. Blank display isolated to pcba2. Unable to download history files and traces due to blank display. Unit was also received with missing/broken belt clip plate weld, battery tube threads - cracked, cracked case (battery tube), cracked case on battery side, scratched case, cracked keypad overlay on select button, stained keypad overlay and keypad overlay texture damage. In summary, pump was received with a blank display suspected issue to be on the pcba2. Unable to download history files and traces due to blank display. Unit was also received with missing/broken belt clip plate weld and hard melted glue on the back of the pump. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.